Event description:
The complaint was reported as: the customer alleges that no mist was produced during the set-up process. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.